Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device charger was faulty which caused it not to hold charge. It was further determined that the device displayed red error light during refresh. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to wear from use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the battery device was faulty with charger - red error light came on during refresh process - unit would not charge. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.